Manufacturer narrative:
Clinical research - coronary interventions eurointervention 2014;10:689-693. Estimate of date study began. It went on until dec 2011. Cine image review: five images from the procedure were published in the article. It can be seen in the images that the spiderfx filter was being advanced in a vessel without the spiderfx catheter. The vessel dissection can be seen in 2 of the images. In 1 image the stent can be seen being used to treat the vessel dissection. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Background: during a study, the physician attempted to use a spider embolic protection device to capture and remove a large non-occlusive coronary thrombus from a number of patients, if required. The general protocol used was - a 6f or 7f guide catheter was used. Target vessel was greater than or equal to 3 mm. Aspiration with a medtronic aspiration catheter was attempted in all cases. If this was unsuccessful, a second coronary wire was advanced across the lesion. A spider device was then advanced over one of the wires into the distal vessel and its basket opened. The size of device was chosen to be one size larger than the distal reference vessel diameter. Following successful capture of the thrombus, the retrieval catheter was used to close the neck of the basket and the device was removed. If residual thrombus was present, the spider device was reintroduced and the withdrawal procedure repeated. The patient identified as case 9 in the study was diagnosed with an inferior st-elevation myocardial infarction (stemi). Target lesion was the right coronary artery(rca). Patient had a calcified atheroma which was misdiagnosed as thrombus. The open basket got stuck as it contacted this lesion, pulling in the guide catheter. This caused a proximal vessel dissection which required a longer length of stenting than anticipated but with a good final angiographic result. No further patient complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.